Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated they were able to resolve the alarm by completing a set change. It was also found the customer had an infusion set leak. The customer also had a bent cannula upon removal of their infusion set. Customer's blood glucose was 215 mg/dl at the time of the call. The customer's blood glucose was treated with a bolus delivery. The customer also declined to perform a high pressure test during troubleshooting. The customer was advised to change out their reservoir, insulin, and infusion set. Customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.